Event description:
It was reported that the unit displayed an e-4 error code and was getting stuck in standby.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.